Event description:
The customer reported having issues during prime/rewind process, and the device was stuck on the prime loop. Troubleshooting was performed, and the customer did not receive any beeps. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.